Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. The device remains in service and the patient will go to the clinic to stop the beeping. There were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
This supplemental report is being filed to provide additional information that this device exhibited another battery depletion (bd) error. This occurred after the patient had hip surgery. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared, and the beeping will stop. The device remains in service. There were no adverse patient affects. The device remains implanted. It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged magnet application. Technical services confirmed that the bd code can be cleared. The device remains in service and the patient will go to the clinic to stop the beeping. There were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.